Event description:
Spontaneous late dislocation of lens [lens dislocation]. Case description: spontaneous literature report, argus n:2001078286us. A literature report (ophthalmology, 108(10), 1727-31, 2001) reported a case regarding a patient, suffering from glaucoma. In 1991, the patient underwent a phaco/iol implantation on right eye. In 1997, a dislocation of iol into vitreous. The event was treated with iol exchange and anterior vitrectomy. At the time of the report, the patient had achieved a best-corrected visual acuity.